Event description:
It was reported to steris that holy cross hospital was processing a pentax 70/80 series colonoscope for high level disinfection in the reliance eps system from 2006 to 2007. This medical device was being processed without using flow unit #4, which is a required flow unit for these series of devices. This flow unit #4 was not available in the united states until august 2007. Steris notified the customer that steris does not label for pentax 70/80 series endoscopes to be reprocessed in the reliance eps, and to please discontinue immediately. In august 2007, steris validated the pentax 70/80 series endoscopes for reprocessing in the eps and revised the endoscope quick reference guide for reliance eps system to include the pentax 70/80 series endoscopes.

Manufacturer narrative:
Factors that mitigate risk include clear documentation in the eps maintenance manual and in the endoscope quick reference guide. This guide specifically states that only scopes listed in the guide can be processed with the system. Steris indicated to the customer that they would be contacted as soon as the pentax series endoscopes are fully supported for use within the eps system. Per phone conversation with the account manager on 8/22/07, the customer has since been notified that pentax 70/80 series endoscopes have been added to the labeling. Hospital has not associated this event with any clinical adverse event, and no injury or infection has been reported. The colonoscope device is a semi-critical device, which contacts intact mucous membranes, and does not penetrate the blood barrier or otherwise enter normally sterile areas of the body. This device is pre-cleaned, washed and brushed with enzymatic detergent, and rinsed prior to processing in the reliance endoscope processing system. Flow unit #4 connects to the auxiliary water inlet to open the valve to allow flow through the channel. This channel is used to supply sterile water to the site of the procedure to clear the visual field. This channel would not be used to suction bodily fluids; therefore, would not become highly contaminated during a normal procedure. Pre-cleaning procedures prior to high level disinfection in the reliance eps should decrease the microbial bioburden in the auxiliary water channel. Steris is filing this MDR because high level disinfection cannot be guaranteed when the reliance eps system is used in a manner inconsistent with its labeling.